Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/prn slm npvc experienced defective/damaged tubing which was noted during use. The following information was provided by the initial reporter: on (B)(6) 2019, the nurse conducted puncturing after opening the package of indwelling needle. After successful puncturing, she opened the infusion apparatus and found the flow rate was slow, then they found that the extension tube was deflated after checking. Customer also had contacted distributor staff for this product complaints on october 14.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9197397. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. After conducting a visual analysis of the returned device, our quality engineers have determined that the occluded device was the result of flattened extension tubing. Operator error during the final sealing of product packaging can result in flattened tubing under certain circumstances. To address this issue we have notified inspection teams of this non-conformance.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/prn slm npvc experienced defective/damaged tubing which was noted during use. The following information was provided by the initial reporter: on (B)(6) 2019, the nurse conducted puncturing after opening the package of indwelling needle. After successful puncturing, she opened the infusion apparatus and found the flow rate was slow, then they found that the extension tube was deflated after checking. Customer also had contacted distributor staff for this product complaints on (B)(6).